Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, correction or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device has been explanted.